Event description:
The customer received blood glucose readings of 212 and 201mg/dl on the contour next ez meter, re-tested on the breeze2 meter and the readings were 98 and 100mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A new kit was sent to the customer.